Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. On (B)(6) 2026, a transthoracic echocardiogram (tte) was performed and revealed that the clip had completely detached and had embolized to the hepatic vein. It was noted that post embolization, the tr was at a grade of 2. The patient was then transferred to recovery and was hospitalized for observation. The patient was reported to be stable and discharged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported expulsion. The reported patient effects of embolism and foreign body in patient were due to the expulsion. Embolism is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported hospitalization was result of case specific circumstances as the patient was hospitalized for observation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.